Manufacturer narrative:
The customer-reported issue that the driver did not pass the system check was confirmed through review of the patient file. The patient file indicated non-passing results for the "left zero flow" test steps. During these tests, the flow across the left mass flow sensor was reading higher than the allowable limit. During incoming functional testing the reported issue was confirmed, and through additional testing, was isolated to an issue with the left mass flow sensor cable. This cable was found to have a misaligned connector at the left mass flow sensor connection. The securing zip tie was also found to be around the cable above the protective heat shrink tubing, causing it to become pinched. The root cause of the reported issue is most likely that the cable either became damaged due to zip tie or was improperly installed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver did not pass the system checkout.